Event description:
Placed 12/98. Pt suffered allergic reaction, so doctor "chipped off" silver sulfate. Infection remained & eventually, the catheter became dislodged and slipped out of the exit site. Removed & replaced.